Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that customer was requesting a log review for a patient incident that occurred on (B)(6) that involved a vancomycin infusion. There was patient involvement but the impact is unknown. The customer later reported that the event was resolved and that they do not suspect the pump was the cause. Although requested, further information was not provided.